Event description:
During a pph procedure, the device cut, but the staples did not form. The operation was extended by 5 hourse, and the pt required trans anal repair and laparoscopic surgry to follow.